Manufacturer narrative:
An account rep arrived onsite and interviewed user facility personnel regarding the reported event. The user facility stated that when the tear occurred, the site began to ooze a puss like substance. The emissions from the site following the resection indicate an existing condition. The subject device was returned to us endoscopy. Inspection of the returned device found the device to be operational. There is no indication of device malfunction. Review of the device history record indicates no issues during manufacture; the device was manufactured to specification. The reported tear is the result of user error and the preexisting condition of the tissue. The instructions for use contains the following information: "a thorough understanding of the technical principles, clinical applications and risks associated with cold snaring (non-electrical) polypectomy and tissue resection is necessary before using this product. Disengage the snare from the polyp if there is risk of complication. Care should be exercised when grasping tissue to avoid inadvertently grasping tissue or organs not intended for retrieval." In-service training was offered to the user facility; however, the training was declined.

Event description:
The exacto cold snare is intended to be used without diathermic energy for the endoscopic resection of diminutive polyps in the gastrointestinal tract. The user facility reported during a procedure to resect a polyp, the tissue was torn instead of cut. The tear was clipped and the patient is reported to be stable.